Event description:
During a pci treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the first inflation. The lesion being treated was a calcified lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to complete the procedure. No pt injuries or complications were reported.